Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after administering warmed viscous contrast fluid for 20-30 seconds via a CT injector, the smartsite valve remained compressed when the line was disconnected, resulting in leaking of blood. The contrast is injected at 5-6 ml/sec and when it cools it becomes more sticky. There is no report of injury to the patient or user as a result of this incident.